Manufacturer narrative:
A qualified service engineer evaluated the system based on the customer complaint. The service engineer confirmed the control panel gas strut had worn out and was not holding the arm. The gas strut was replaced to address the customer's immediate concerns. The worn gas strut was disposed of at the customer's site. No further information is available.

Event description:
It was reported that the control panel arm on an epiq cvx ultrasound system dropped rapidly. This issue was found outside of clinical use, and there was no patient or user harm. The service engineer replaced the control panel arm gas struts to resolve the customer¿s immediate issue. Philips has started an investigation, and upon completion, a follow-up report will be submitted.